Event description:
Somnus was made aware of a reported pt reaction of swelling of the soft palate and pt not being able to swallow - 12 weeks post somnoplasty treatment. Clinical affairs and quality have attempted to reach treating physician to gather further detail on event, with no response from physician. No reference to device malfunction is noted.